Event description:
It was reported that during the implant procedure the right ventricular (rv) lead perforated the heart wall. Subsequently, the patient experienced cardiac arrest, and a pericardiocentesis and cardiopulmonary recitation (CPR) were performed. CPR was performed when the pocket was open, therefore the device system was removed to prevent the risk of infection. No adverse patient effects were reported.